Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the customer was hospitalized with diabetic ketoacidosis. The blood glucose reading was 314 mg/dl. The customer was wearing the insulin pump at the time of the event, and the insulin pump was removed at the hospital. Severa; auto suspend alarms were noted in the insulin pump history. The insulin pump was not replaced or returned for analysis.